Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that while in use on a patient, the balloon of the catheter deflated. As a result a new catheter was inserted. However, the next day, the balloon burst. A 3rd catheter was inserted without issue. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Associated MDR#8040412-2023-00298.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the balloon of the catheter deflated. As a result a new catheter was inserted. However, the next day, the balloon burst. A 3rd catheter was inserted without issue. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated MDR#8040412-2023-00298.